Manufacturer narrative:
This device was thoroughly inspected and analyzed upon receipt at our quality assurance laboratory. Review of the device memory indicated that a low voltage alert, code 1003, was recorded. The battery voltage was lower than expected, but still supported full device function. The titanium case was opened and the battery was removed so that an external power supply could be connected to the device for further analysis. Electrical testing found the cell depletion pattern was due to higher than normal drain due to a crack in the capacitor. Visual inspection of the capacitor ID not reveal a terminal to terminal crack. The crack was determined as the root cause for the premature battery depletion. Low voltage capacitors are used in the device's high voltage charging operation in order to facilitate fast charge times. Malfunction of these capacitors resulted in a high current drain, which was depleting this device's battery faster than normal.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that this device was emitting tones. The patient presented to the clinic and the device was interrogated. Upon interrogation, the device recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. The device was explanted the for premature battery depletion and error code 1003. No additional adverse patient effects were reported.